Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Rupture, as indicated in the IFU, is a known complication associated with mentor mammary prostheses.  Mentor is aware that, over time, gel-filled implants may rupture due to fluid leakage.  Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage and intimate physical contact, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Reason for device explant and/or reoperation: left-sided rupture, bilateral grade 2/3 capsular contracture and ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with two mentor 225cc memorygel breast implants and suffered left-sided rupture postoperatively. Additionally, the patient presented with bilateral grade 2/3 capsular contracture and ptosis. As a result, the patient had the devices explanted without replacement on (B)(6) 2019. This report is for the patient¿s right-sided device.